Manufacturer narrative:
The meter was returned. The test strips were not returned. The returned meter and master lot strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.2 inr. Donor #2 inr: 2.9 inr. Donor #1 hct: 60%. Donor #2 hct: 52%. Donor #1: master lot: 2.2 inr. Donor #1: master lot strip and customer meter: 2.2 inr. Donor #2: master lot: 2.9 inr. Donor #2: master lot strip and customer meter: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. No information was provided in the complaint that would point to a cause for the discrepant results. A specific root cause was not identified for this event.

Manufacturer narrative:
(B)(4)

Event description:
The customer initially complained about going through multiple test strips attempting to get a result on coaguchek xs meter with serial number (B)(4). The customer stated the meter kept powering off and then powering back on in set-up mode. The customer resolved this by changing the batteries. The power issue caused the customer to also question the test results she received. The customer provided inr results from the meter that were erroneous. The customer initially tested at 11:30 a.m. And got a result of 2.4 inr. At 11:32 a.m. The customer stuck a different finger and tested again with a result of 1.7 inr. The customer stuck the same finger and tested again at 11:34 a.m. And got a result of 2.3 inr. The customer did not report any of the results to her doctor. The customer thought the result of 2.4 inr was correct. The customer¿s therapeutic range is 2.0 ¿ 3.0 inr. No adverse event occurred. The customer has no hct issues. The customer has had no medication or diet changes. The customer has not been ill recently. The meter and test strips were requested for investigation. Relevant retention test strips (lot 235609-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.